Manufacturer narrative:
Conclusion there is no indication of any malfunction or failure of the analyzer. The analyzer generated an obviously high cohb result. The customer-defined reference range for cohb had not been entered into the analyzer at the time of the incident, which is why the result was not flagged. There was no relation between a software upgrade of the analyzer (which occurred several days after the incident) and the existence of customer-defined reference ranges in the analyzer (i.e., there was no impact to the ranges that had been entered, as they were confirmed as unchanged before and after the upgrade. In conclusion, it appears that the root cause for the high cohb result not being flagged was that there was no previously entered customer-defined reference range for cohb on the analyzer on the day of the incident. Therefore the reported incident does not appear to have been caused or contributed to by a malfunction or error in the analyzer. Sequence of events investigation of data from the analyzer: the abl825 flex analyzer was delivered running software version 6.13 in 2015, without any established or entered reference ranges. By design and according to the IFU, reference ranges are to be entered by the customer. In the IFU the following is stated regarding reference ranges "this program allows you to enter your own reference ranges and critical limits for all measured and calculated parameters." Furthermore it is described how to enter and edit reference ranges. The analyzer data indicate that the first time customer defined reference ranges were entered was on (B)(6) 2015, for the following parameters: ph, po2, ck+, cca++, cglu and clac, but not cohb. From this date there were no changes in the setup of customer defined reference ranges until after the incident. At the time of the incident, the analyzer was still installed with software version 6.13 and customer-defined reference ranges were present for ph, po2, ck+, cca++, cglu and clac, but not cohb. There are no indications of any malfunction or failure of the analyzer at the time of the incident or that the results reported by the analyzer were not correct. On (B)(6) 2016, a customer-defined reference range for cohb was added for the first time. On may 5, 2016, the analyzer software was upgraded from version 6.13 to 6.16. After that, the same customer-defined reference ranges identified as having been entered before the upgrade were confirmed as present on the analyzer, thus there was no impact on the customer-defined reference ranges. A follow-up report will be filed if new information becomes available.

Event description:
A customer reported that, on (B)(6) 2016, a blood sample from a patient was measured on the abl825 flex analyzer with result of 28.7% for carboxy hemoglobin (cohb ). The customer also indicated that its normal range for cohb is 1.0 -5.0. According to the complaint, the patient later died from carbon monoxide poisoning. According to the customer, a "major contributor to [the death of the patient] was the failure of a very high cohb to be flagged as such." The flagging of results is based on the user's input of customer-defined reference ranges. According to the analyzer data at the time of the reported event, there was no reference range set in the analyzer for cohb and thus the result was not flagged. The customer also reported that they "found a number of reference ranges missing from many of our blood gas instruments - the reason for this being unclear as when they were set up they were all working fine" but "within a few days many were missing again - explanation - installation of updated software for your instruments."